Event description:
It was reported that the patient presented for a right ventricular lead replacement. Upon interrogation, the lead exhibited low impedance. Noise was noted, which led to inappropriate high voltage therapies. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.